Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a lead integrity alert (lia). There was noise on electrogram which was determined to be t-wave oversensing. The implantable tachy lead was reprogrammed tip-ring and sensitivity was increased and the issue has been resolved. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable cardioverter defibrillator, 2013 (B)(6). (B)(4).